Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. A promus element stent delivery system (sds) was advanced to an unspecified target lesion and the stent was fully deployed. Post deployment, the physician re-crossed the stent with a non-bsc guide wire. Per the physician, the non-bsc guide wire may have gotten stuck in the distal stent struts while trying to re-cross. While trying to release the wire, axial stent shortening occurred. The physician noticed a significant reduction in the distal end of the stent. No further actions were taken and no patient complications and the patient's status is stable.